Manufacturer narrative:
Since no product was returned for eval, the complaint cannot be confirmed. Following investigation, our conclusion is that the probable root cause is the user did not allow sufficient delation time before pulling balloon back through catheter. The device history records for the batch were reviewed. All mfg and qa testing was carried out in accordance with our standard procedures. The device history records for this batch shows that the product met its spec at the time of release to distribution.

Event description:
Balloon detached from the catheter shaft during removal from the sheath, but was easily removed with the wire position maintained.